Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the final root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a b30 and e216 (scope communication error) occurred on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported getting a b30 and e216 (scope communication error). Tac troubleshoot with the customer and the first 2 scopes were fine with no error, the socket was cleaned with compressed air and tried the 3rd one and a b30 error occurred. The customer tried the 4th scope and received a e216. The scope was cleaned with alcohol and let it air dry, plugged, and received a b30. Now we have 2 scopes with no error and the other 2 scopes with the error. Tac asked the customer to take the scopes with the error and try it on another tower. The customer does not use 180 scopes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.